Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that a catheter was inserted from the basilic vein in the right upper arm of the patient undergoing chemotherapy, for blood sampling on (B)(6) 2018. The catheter occulution was found on (B)(6) 2018. Allegedly, pulsing flush was always carried out with 20 cc of saline solution after blood sampling. The medical institution is requesting to investigate where was occuluded in the catheter and what kind of material was contfibuting factor of the catheter occulution. There was no reported patient injury.

Event description:
It was reported that a catheter was inserted from the basilic vein in the right upper arm of the patient undergoing chemotherapy, for blood sampling on (B)(6) 2018. The catheter occulution was found on (B)(6) 2018. Allegedly, pulsing flush was always carried out with 20 cc of saline solution after blood sampling. The medical institution is requesting to investigate where was occluded in the catheter and what kind of material was contributing factor of the catheter occulution. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. The sample was received with extension sets attached to both luer adapters. Usage residues were abundant throughout the sample. Blood residue was observed within both extension sets and valves. Microscopic inspection of the valves confirmed abundant blood product residue with both. The valves appeared well formed and otherwise unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, the white-luered lumen was nearly fully occluded, apparently by blood products. The observed resistance when flushing the sample appeared to be caused by accumulated blood product residue. The product IFU provides both instructions for proper catheter maintenance and guidance pertaining to occluded or partially occluded catheters. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.